Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that set came off from the body. The customer also had high blood glucose level of 408 mg/dl. The customer reported air bubbles of champagne size in the reservoir. The products were not returned for analysis.